Event description:
It was reported that while performing an idiopathic vt procedure, there was an abrupt rise in impedance and temperature prior to a steam pop. A perforation occurred followed by a pericardial effusion. A pericardiocentesis was performed on the patient and surgical intervention. The patient is in stable condition. It was noted that the stockert 70 system had been turned off prior to the steam pop and that they appeared to be ablating at 40 watts. Upon request, the bwi field representative provided clarification on the event. During ablation a steam pop occurred and a pericardial effusion was observed. There was a rise in impedance, but no rise in the temperature. It was unknown how many ablations the patient received before the event. The nurse said he stopped the generator, but could not confirm if it automatically shut off prior to the stop buttons being hit. The nurse did not notice if there were any errors noted on the generator. The stockert 70 system was set to 'power-control' mode at 40 watts. The temperature cut-off setting was set to 50 celsius. The staff did not have knowledge of what the impedance cut off was during the procedure. The flow setting was at 30ml/min. It was unknown which sheath was used with the ez steer thermocool non nav 4mm catheter. There was no difficulty in manipulating the catheter. The patient did not receive any anticoagulation during the procedure. A pericardiocentesis was performed on the patient and surgical repair. The patient is in stable condition.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) can not be performed as the lot number was not provided. Concomitant products: product: stockert 70 system; mfg: m-5463-01; serial # (B)(4); product: cool flow pump,u.s. Ship kit; mfg: m-5491-02; serial #: (B)(4).